Event description:
The customer reported an issue with her freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported she experienced extreme lightheadedness and lost consciousness. The customer reported self-treating with cranberry juice. There was no report of third party medical intervention or prescription medications taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibited the memory overwrite malfunction. Customers and retailers have been informed through the letter.